Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the procedure with stent graft, the pigtail catheter was opened and used as usual. Contrast was performed several times using an injector (avanta of bayer). After several times of performance, the connector was disconnected during contrast. The hub remained with the injector, but the joint with the catheter broke off and only the catheter came off. Since sizing was completed, afterward, the procedure was completed using the pig tail of the contrast catheter. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.